Event description:
The customer reported that the system gives intermittent saturation errors when it is moved.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. Saturation fault error.